Event description:
It was reported that there was no ventricular capture unipolar and increased bipolar thresholds. The patient was hospitalized with shortness of breath (sob) and chest pain (cp). A diagnostic procedure was performed, the right ventricular (rv) lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5524m45 implantable pacing lead 2000-(B)(6). (B)(4).